Event description:
Meter name: one touch ii, strip name: one touch strips, meter code: 6, strip code: 6, strip storage: stored properly, symptoms: stated no symptoms, patient was not aware of any. A patient reported they: comatose over the weekend, family member called ambulance and was taken to the hospital. Patient's result at hospital was 20. Patient was hospitalized overnight. Their meter allegedly was: inaccurately high. The result on their meter was 60 then 52. The result from hospital, unknown if from lab or hospital meter, was 20. The time difference between patient's meter and hospital reading is unknown. Treatment was given but unknown of what type was given. No further information has been reported.